Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version: 4.10d. Retainer ring = missing. On (B)(6) 2021 customer alleged pump has cosmetic damage(cracked battery compartment). Pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked case on corner of belt clip rails, broken reservoir tube lip, missing o-ring(reservoir tube), cracked battery tube threads, missing display window/cover, cracked reservoir tube lip, and keypad overlay peeling. In summary, customer allegation for cosmetic damage(cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.